Event description:
A hospital in (B)(6) reported that the rd900 infant resuscitator had a pressure problem. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: the complaint rd900 (neopuff) device was returned to our service center in (B)(4), where it was inspected by a trained fisher & paykel healthcare (fph) technician. Results: the inlet port and the top left fascia area of the of the complaint neopuff device was found to be cracked. A lot check revealed no other complaint of this type for lot number 030514. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port and fascia was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the fascia and valve system was replaced and the complaint neopuff device passed all performance tests. The complaint neopuff device was then returned to the customer.